Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. . Approximately six years post filter deployment, patient was presented with abdominal pain. Subsequent CT revealed an infra renal ivc filter was in place. Eventually seven months later, patient presented with llq abdominal pain. Subsequent CT revealed an infra renal ivc filter in place in the mid abdominal ivc with its superior tip at the l3 vertebral level. 11 filter legs appear to have extra luminal extension/perforation beyond the wall of the ivc. All 11 of these filter legs perforate > 3mm beyond the ivc wall. Two perforating legs contact the aorta and another two perforating legs contact the spine. Therefore, the investigation is confirmed for the perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.